Event description:
It was reported, the pt is experiencing increasing recharge burden. It was also reported, the pt experienced her charging system taking longer to locate her scs ipg at the start of her charging session. A replacement charging system was sent to the pt. Follow-up identified the replacement charging system did not resolve the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.